Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their pump randomly looses power. The last time was a week ago. There were no related alarms in the history. There was no moisture in the pump. The patient stated that the battery cap as not damaged and yellow o-ring was not visible. The patient stated that when the pump looses power they remove or replace the battery and continue pump therapy. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.